Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('neck and back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), asthenia ("no energy"), neck pain ("neck and back pain"), jaw disorder ("jaw problems"), migraine ("migraines") and malaise ("making me sick"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, asthenia, neck pain, jaw disorder, migraine and malaise outcome was unknown. The reporter considered asthenia, back pain, jaw disorder, malaise, migraine and neck pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('neck and back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), asthenia ("no energy"), neck pain ("neck and back pain"), jaw disorder ("jaw problems"), migraine ("migraines") and malaise ("making me sick"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, asthenia, neck pain, jaw disorder, migraine and malaise outcome was unknown. The reporter considered asthenia, back pain, jaw disorder, malaise, migraine and neck pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.